Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurement of 127 ohms as well as noise in the right ventricular (rv) lead channel. Technical services (ts) was consulted and further in office evaluation was recommended. This system remains in service. No adverse patient effects were reported.